Manufacturer narrative:
The device was not returned to olympus for evaluation and root cause cannot be determined.

Event description:
Olympus was informed that, during a procedure, the tip of the olympus model 61238bx, uropass device broke off inside the patient. There was no patient injury or harm associated with the problem reported to olympus. The physician successfully extracted the broken piece from the patient.